Event description:
It was reported that pump displayed malfunction alarm malf 9 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, did not experience recurrence of malfunction after reset, was advised to continue using pump and to call back if malfunction recurred, and acknowledged these instructions.